Event description:
It was reported that the pt has been experiencing pain around waist area on the left side and also a little below the waist area. The pt states that he is favoring his left leg. The pt is reporting that the pain has been around for the last four to six months. Pt is scheduled to have blood work and MRI (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if rec'd, will be provided in a supplemental report.